Event description:
When attempting to put tylenol from syringe into empty med bag, the tip of the monoject needleless med prep cannula broke off from its base and was no longer on the syringe. It was unknown if it had snapped off inside of the empty medication bag and could not be located, so the medication bag, and syringe with medication had to be wasted and new ones were obtained.